Event description:
Caller reported an incident of hypoglycemia requiring professional medical treatment within 24 hours of having attempted, being unable to use the aviva system due to error within specifications. A request was made for the return of the system, and a replacement was sent.